Event description:
The patient initially called for assitance with clearing an 07 (system alarm). Upon clearing the alarm the patient stated that he had been experiencing high blood glucose of around 600 mg/dl. He stated he experienced "a little nausea." He gave himself insulin injections to lower his blood glucose. He stated that a normal blood glucose reading for him is approximately 200 mg/dl. The patient stated that he had a root canal the previous day and he felt that was the cause of his high blood glucose. Upon follow up the patient stated his blood glucose had returned to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.